Manufacturer narrative:
Zimmer biomet complaint (B)(4). Age: not provided. Patient weight: not provided. Event date: not provided. Initial reporter fax number: not provided. Device remains implanted.

Event description:
It was reported a damaged implant threads that doctor noticed during patient visit. No serious injury has been reported and implant remains implanted. Doctor used a thread tap tool to clean the implant threads. Tooth location 27.

Manufacturer narrative:
The imp,tsv,4.1mm,sbm,16 (tsv4b16) was not returned. Since product has not been returned, visual/functional evaluation could not be performed. The investigation has been performed based on the available information (item and lot #). No pre-existing conditions were noted on the complaint. The reported device was located on tooth # 27 and length of use is unknown. Pictures or x-ray images of the product were not provided. DHR review was completed for the subject lot number (61573573). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (61573573) for similar event and no other complaint was identified. February post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Therefore, based on the available information, device malfunction could not be verified ad the reported event was non-verifiable. Checked "follow-up". H2: checked follow-up type.

Event description:
No further event information available at the time of this report.